Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A doctor reported that after laser assisted cataract surgery, a patient developed optic neuropathy and macular edema. Doctor does not know if issues are related to the laser but mentioned issues resulted since using the femto laser. Doctor continues to monitor the patient.

Manufacturer narrative:
There is no evidence in the information provided that the system caused or contributed to the reported events. There are many potential clinical factors that could have contributed to the reported event. However, based on the information available, the reported event cannot be confirmed. The root cause of the reported event cannot be determined conclusively. (B)(4).